Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects in air water-tube and air water-cylinder. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed that there was adhesion of foreign material in the air/water channel and cylinder, and the foreign material was possibly not removed because reprocessing was not conducted properly due to leakage from switch 1. However, a definitive root cause could not be determined. The instruction manual states the detection method associated with the event in cf-ez1500dl/I operation manual chapter 3 preparation and inspection and preventive measures in cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.